Event description:
Patient was implanted with a plate and screw construct approximately 2 years ago on an unknown date for a left mid-shaft clavicle fracture. On an unknown date, a tank fell and the patient tried to catch it and re-fractured the left clavicle. The plate was noted as broken and the patient was returned to the operating room on (B)(6) 2012 for removal of hardware. The patient was revised to a new plate and screw construct.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm lcp superior clavicle plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.